Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and contact were unable to remove the old cartridge because the connector could not be twisted left, and the contact used pliers to detach it; a new connector was installed and functioned as expected, and elevated blood glucose was reported in association with the event. Symptoms included hyperglycemia. Outcomes included temporary physiological impact without reported hospitalization or long-term injury. Investigation included a review of device history, a review of complaint handling, and user troubleshooting guidance. Investigation of this case revealed that the connector was difficult to disengage during cartridge change and normal function resumed after replacement. It was concluded that the event was user-recoverable with guidance and that the device functioned as expected after the connector was replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.